Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited far field oversensing on the atrial channel resulting in inappropriate atrial tachy response (atr) episodes. The patient was evaluated in office and reprogramming options were offered by technical services (ts). Additionally, it was noted that tachycardia therapies were deactivated due to unrelated health and personal reasons. No adverse patient effects were reported. At this time, this device remains in service.